Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to be out of calibration at the 0 reading, the cable had contact issues, and the motor speed was unstable. The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the dermatome was sent in for maintenance but found in need of repair for replacement of a plug harness assembly and a motor. At product evaluation investigation the dermatome motor speed was unstable. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.